Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral arterial approach in an 86-year-old male patient for the indication of protected percutaneous coronary intervention in the setting of known coronary artery disease (cad) and diabetes mellitus. The patient¿s clinical state prior to initiation of support was not reported. During the procedure, a short sheath was initially utilized despite the presence of tortuous arterial anatomy. Multiple attempts were made to advance the impella cp device; however, advancement was unsuccessful. The provider reported a perceived kinking at the motor housing during these attempts. As a result, the device was removed. The clinical team elected to exchange the short sheath for a long sheath, after which a new impella cp device was successfully inserted without difficulty. The patient's post-procedure outcome was survival at explant.